Event description:
A fail code 570. The hosp rep stated that there have been no reports of any pt incident involving this pump since the last baxter service event.

Manufacturer narrative:
The customer's reported condition of fail code 538 was confirmed.